Manufacturer narrative:
Device was used for treatment, not diagnosis. Placeholder.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
It was reported that during a posterior lumbar interbody fusion procedure using the spine matrix degen set, the surgeon was inserting the screw into the pedicle and the screw broke at the interface of the screwdriver shaft, the threaded sleeve, and the thread of the bone screw. This happened with 2 different screws. The surgeon then selected 2 more screws from the set and was able to complete the procedure with no further problems. Nothing broke into the wound and there was nothing to retrieve. This is report 2 of 2 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The device was returned for a manufacturing evaluation and the threads located on the ID of the head of the screw were damaged. There was a small portion of the head and ID threads that had been broken away from the screw but not returned. The stardrive showed some wear and damage that is not consistent with manufacturing. Due to damage to the screw head and ID threads, the dimensions pertinent to this complaint could not be evaluated; therefore, the complaint is considered indeterminate from a manufacturing standpoint. A product development event evaluation was also performed. The failure mechanism displayed by the damaged implant could only be achieved through an applied tensile load. The condition of the screw, as well as the complaint description indicates such a load resulted from a thread interface misalignment during loading of the screw, commonly known as cross-threading. This misalignment caused abnormal forces to concentrate on the identified threads, exceeding the designs tensile limits and causing them to peel away from the implant. No other evidence of damage was observed. The matrix technique guide, as well as other product support information, fully illustrates the proper method of loading and unloading screws from a holding sleeve. Improper technique resulting in propagation of forces exceeding the designs intended limits was the likely cause of failure. However, without inspection of the holding sleeve, the complaint must be rendered indeterminate from a design standpoint.